Manufacturer narrative:
During a customer requested conference call on (B)(6) 2018, it was noted by the customer that there had been a past unreported patient death associated with this same lithotripter, (B)(4). According to the customer, this patient death was on (B)(6) 2018 with the associated eswl treatment procedure taking place on (B)(6) 2018. This was the first and only notification that dmta received concerning this particular patient death. It was not made clear by the customer why they waited so long to report this patient death to dmta. Both service reports and email correspondence with the customer, provided documented evidence that the device was found to be operating with dornier specifications. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient death reported.